Manufacturer narrative:
Section d, devic e identification was updated. Relevant fields of sections d and g were updated. No product was returned for investigation. The meter was checked for qc and linearity (using the same bottle of strips that was used to test the patient) after the incident, and both passed within specifications. The patient was drawn from the right femoral artery. The package insert states the system is designed for venous, arterial, neonatal heel stick and capillary blood from the fingertip. The patient was noted as being very dehydrated. Per the package insert, "if peripheral circulation is impaired, collection of capillary blood from the approved sample sites is not advised as the results might not be a true reflection of the physiological blood glucose level. This may apply in the following circumstances: severe dehydration as a result of diabetic ketoacidosis or due to hyperglycemic hyperosmolar non-ketotic syndrome, hypotension, shock, decompensated heart failure nyha class IV, or peripheral arterial occlusive disease. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. Investigation unit is unable to make further statements because product is not available for additional investigation. The investigation was closed as no product issue found.

Manufacturer narrative:
The strip lot number was not provided. The meter and strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Event description:
There was an allegation of a questionable glucose result from the accu-chek inform ii meter + rf. The patient had an initial result of 1.9 mmol/l. At 12:15, the patient was given honey. At 12:50, an IV was started and the patient was given 40 ml of d50. The patient was very dehydrated, and there wasn't any blood draining from the right antecubital IV. At 12:56, an arterial blood gas was drawn from the right femoral artery and processed on a siemens rapid-point. The glucose result was 26.6 mmol/l. At 13:10, a glucose result on the inform ii meter was 8.7 mmol/l. There was no harm to the patient.